Event description:
This pacemaker was explanted after 13 months because the physician reportedly alleged that the device was "faulty". Co was notified of this explant on april 21, 1999. The physician has sold his practice and his current location is unknown.